Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. After battery installation, the insulin pump powered up with a small gray spot along the left edge of the screen. After further review, there are signs of previous moisture presence in that area and on the back side of the lcd screen. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails.

Event description:
Information received by medtronic indicated that insulin pump had hairline crack back of pump where battery goes in. Also, in front of pump, there is like a black ink spot on the screen on the other side. Customer states the pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.